Manufacturer narrative:
One dragonfly opstar imaging catheter was received for evaluation. The results of the investigation concluded that a leak was noted in the proximal region of the sheath, which is consistent with the reported event. Further investigation revealed that the sheath appeared to have a rupture, resulting in a gap, from which the aforementioned leak was noted. The cause of the leak is consistent with the sheath damage. The investigation identified a potential product quality issue and abbott is performing further investigation.

Event description:
During the procedure, the catheter was used in the left anterior descending artery lesion with moderate stenosis and tortuosity. The catheter was purged with contrast during preparation, and the physician felt as if pressure was being released from the device. Since the contrast was coming out from the port normally, the physician advanced the catheter to the lesion and calibration was performed. However, blood and air being mixed inside the catheter was visible on the cine image. The catheter was removed and purged again. A crack was found at the black part between the connection of the 3mm syringe port and the catheter. Contrast was leaking from the crack. Another catheter was used and the procedure was continued and completed with no adverse patient consequences.